Event description:
It was reported that during an unknown procedure the active blade broke off. The surgeon retrieved the broken piece. Case completed with another blade. No further patient consequence.